Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had frozen display and buttons were not responding. The customer's blood glucose level was unknown. It was also reported that the display was not blank. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with no button response due to lcd keypad connector unlocked. Time advances properly. No frozen screen noted.